Event description:
The customer obtained a non-reproducible, (B)(6) while using a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. Patient samples were not known to have been affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, (B)(6) vitros anti-hbs quality control result was obtained. Patient samples were not known to have been affected. A definitive root cause for the event could not be determined. However, poor maintenance, poor reagent performance or an analyzer related issue could not be ruled out as possible contributing factors. The investigation is ongoing.